Manufacturer narrative:
The reported soft power fail, hard power fail, and power vbus dropped error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced low pressure. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, three reportable events were found in the device's error log relating to 'soft power fail', 'hard power fail' and 'power vbus dropped.' There is no documentation stated on a root cause and/or a component replacement to resolve these events. Additionally, there is no documentation stated on a root cause and/or a component replacement for the low pressure allegation. It is noted that the blower, machine flow sensor, and proximal filters were replaced due to dust contamination. The air foam inlet filter, particulate filter, and muffler were replaced for maintenance.